Manufacturer narrative:
Ulthera, inc., merz device innovation center performed the investigation of the devices associated with this patient event. These devices include a control unit and handpiece that were received at the facility on (B)(6) 2015, as well as a transducer that was received at the facility on (B)(6) 2015. A support log review from the ulthera control unit found multiple instances of code j, as well as an instance of a missing log. Therapy tests/tcps were all functioning within normal ranges. Software issue could not be duplicated and all tests were passed. Acoustic power specification was found to be within specification. No image issues were found. If additional information should become available, a supplemental medwatch report will be submitted. This event was identified as being reportable as a result of a review of complaints received by ulthera, inc. Merz device innovation center. This submission is part of a correction documented in ulthera, inc., merz device innovation center CAPA-(B)(4). (B)(4).

Event description:
A merz affiliate located in (B)(6) notified ulthera inc., merz device innovation center on (B)(6) 2015 about a patient who allegedly experienced third-degree burns following an ultherapy treatment with transducer serial number (B)(4), handpiece serial number (B)(4), and control unit serial number (B)(4). The treatment was reportedly performed under anesthesia and resulted in scarring on the left cheek with swelling in the neck for approximately 10 days.